Event description:
Per the clinic, the patient developed a skin flap infection following the initial implantation surgery on (B)(6) 2026. Oral and IV antibiotics were administered (specific dates and duration not reported); however, the infection did not resolve. Subsequently, the device was explanted on (B)(6) 2026. Reimplantation is planned but has not taken place as of the date of this report.